Event description:
Pt had received initial hip implant at (B)(6) hospital in (B)(6) 2006. She was seen in (B)(6) 2006 due to this implant apparently not functioning properly. She had surgery on (B)(6) 2007 to remove the device and have a new device implanted.